Event description:
It was reported that an m. Blue (#fx802t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event/patient as #3004721439-2025-00033.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valve, were determined. Permeability test: a permeability test has shown that the m.blue is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the m.blue is operating within the accepted tolerance in the vertical position, but not within the specified tolerances in the horizontal position. An slower outflow of m.blue could be determined. Adjustment test: the m.blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in the m.blue results: based on our investigation results, we can determine that the valve is non-adjustable and that the outflow is slowed in the horizontal position of the valve. The deposits visible in the valve have led to the functional impairments. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.